Event description:
Related manufacturing reference number: 2017865-2022-09588, and 2017865-2022-09591. It was reported that a patient experienced pocket infection and dehiscence. The pacemaker and the two associated leads were explanted.

Manufacturer narrative:
Correction: the previously submitted report did not have the proof of sterilization statement. The statement is included below: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.